Event description:
Reporter noted three incidents of endophthalmitis over a period of six weeks. Events occurred on three different dates with three different surgeons. This pt had combination cataract extraction and corneal transplant. Cultured no growth and vre on donor rim. Had vitreous aspirate and intravitreal antibiotic injection administered post-op. System and handpiece had been in use since event without further incident.